Manufacturer narrative:
Result: a clip was broken off the end footboard blank module.

Event description:
It was reported by service report that the power cord was missing the ground prong. It was further reported the footboard modules were loose. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.